Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer while performing routine maintenance and cleaning. The quality control (qc) results recovered by the customer were within acceptable limits. The volume of the leak was approximately 5 ml and was contained within the instrument. The customer did not report any error messages generated by the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found stretched tubing at the stain retic shear valve cvl93/128. The fse replaced the shear valve and the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).